Event description:
It was reported that this artificial urinary sphincter (aus) would not activate following several attempts. An ultrasound was performed which did not identify any device issues. Also, it was reported that after the attempt to activate the device, the pump made an unusual noise. A replacement surgery has been scheduled. No patient complications were reported.